Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3998, lot# j0424946v, implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the entire system was removed due to infection on the day of the report. Additional information was requested, but was not available as of the date of this report.